Event description:
It was reported that the patient complained of pain while urinating. A urine culture showed that the patient had a urinary tract infection (uti). Antibiotics were prescribed and the physician advised the patient to turn the implantable neurostimulator (ins) device off. It was reported that the patient told the manufacturer representative that the antibiotics were not working. The manufacturer representative indicated that there was not much she could do while the device was turned off and told the physician¿s office that the patient could be reprogrammed if needed when the patient¿s symptoms resolve. Follow up information reported that it was unknown as to what organism was cultured although the patient¿s pharmacist stated that they may have a yeast infection because of the antibiotic. The patient was waiting for the urine to show a clear culture before they turned their ins back on. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient never had therapeutic effect. The patient had a chronic uti (urinary tract infection) (location was noted as bladder/vaginal) after the implant for 6 weeks. The manufacturer's representative was unable to program and told the patient to turn device off. The patient then had bladder prolapse so complaint of pain when stimulation was on or off. The patient said she felt stimulation vaginally and was getting good results with her bowels when she turned it on and could feel the stimulation. The manufacturer's representative did not want to reprogram the patient until she gets her prolapse fixed. The patient was feeling the stimulation where she needed to but the prolapse caused her pain. It was noted impedance testing was done. It was also noted that there were no product issues and the device was in the correct spot. The patient had other issues that she says are because of the device. She developed a uti. Her uti continued even after she was told to turn the device off. She was then diagnosed by a different doctor that she had bladder prolapse. The patient stated that she never had any bladder issues prior to this surgery. This implant was for bowel fi (fecal incontinence). The manufacturer's representative had told the patient that she can turn the device on or off if she wants. The manufacturer's representative told the patient that they will only meet her at doctor's office to reprogram her or an individual at the office can do it. The manufacturer's representative had told the patient that she could have the device removed if she wanted. The manufacturer's representative told the patient that this was implanted for her bowels but could affect the bladder as well. The patient told the manufacturer's representative it worked for her bowels and didn't blame the device on her bladder prolapse. The manufacturer's representative told the patient this would not fix her prolapse. The patient was competent at working her program and understood that this device was implanted for her bowels. The manufacturer's representative was never aware of any prior bladder issues. The patient changed her story several times and told the manufacturer's representative, the doctor and his staff conflicting stories. The patient status at the time of this reporting was noted as: alive - no injury. It was later reported that the patient inquired what kind of device she has, and was it for bladder or bowel? Patient services discussed interstim indication for use. The patient stated she has interstim implanted to treat fecal incontinence not urinary as her registration records indicate. The patient had never had a urinary problem. Shortly after the patient had interstim installed she would feel a terrible, painful sensation and pressure in her vagina and couldn't walk. The only time the patient felt good was when she sat in a tub of warm water. These problems started "every day" since implant. From (B)(6) everyday, the patient was uncomfortable. It was noted that the manufacturer's representative directed her to turn stim off on (B)(6) because of the problems she was having. The patient noted her bladder has collapsed and first stated this problem started around (B)(6), then stated "I could see it" maybe a week after surgery and "as I kept it on it actually prolapsed around (B)(6)." A bladder infection developed maybe a week or two after surgery and the patient was on antibiotics for 20 some days, and then developed a yeast infection which started about a week after starting antibiotics. The patient thought she started the antibiotics around (B)(6). The patient stated she just got over it. The hcp (healthcare provider) said the patient didn¿t follow protocol. The patient noted the manufacturer's representative was made aware of reported problem "right away." It was noted that all along the manufacturer's representative had been telling the patient that her understanding was that the device was implanted for urinary incontinence, and hcp's office said it was implanted for a bowel problem. It was noted interstim wasn't working for either (urinary or bowel) and she was peeing 20-25 times a day, and dribbling bowel movements and having incontinence with bowel about every hour. This had been the case since implant. The patient wanted to know if she should have the interstim removed because it doesn't work. The patient wanted to know if interstim could be programmed differently for bowel or incontinence? The patient stated she had been sick every day. The patient inquired if the battery could leak, how long it takes for the area around the battery to stop hurting, and if the ins ever moves. The patient inquired about MRI guidelines and requested copy of MRI guidelines. Physician listing information was requested. It was noted the day before yesterday the patient saw a gynecologist who told her bladder is overstimulated and the patient agreed with him because when she had it turned on she could feel it there and it was horrible.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient called the manufacturer representative again the morning of the report and stated she was peeing 15 times a day. Her device was still off and she was still on antibiotics for the urinary tract infection (uti). The patient was advised not to turn her device on until her doctor cleared her, but she stated she may never turn it on again. The manufacturer representative thought all of the peeing was because of the uti.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mc6p, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).